Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 67, 348, 279, 343 and 344 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 138 mg/dl and 154 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/26/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set; customer was also trained on how to set date/time): result 1 :279mg/dl date:(B)(6) 2018 time:01:06am fasting, result 2 :343mg/dl date:(B)(6) 2018 time:08:53am fasting, result 3 :135mg/dl date:(B)(6) 2018 time:04:59pm fasting, result 4 :168mg/dl date:(B)(6) 2018 time:01:14am fasting, result 5 :134mg/dl date:(B)(6) 2018 time:12:10am fasting. Customer preformed a back to back blood test and customer is satisfied with results and comfortable with meter.